Event description:
In 2008, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. In 2009, images dated approx two months prior, were sent to gore imaging services from the physician, for purposes of evaluating an endoleak with an unknown origin. Three days after the procedure, the gore imaging services evaluation noted that there appeared to be contrast pooling within the aneurismal sac. The origin of the contrast was indeterminate. The images also showed the appearance of contrast surrounding the proximal end of the trunk, with no wall apposition in this region. There appears to be an irregularity at the distal end of the contra-lateral limb, within the left common iliac. There is no reintervention scheduled. The physician believes the sheath (unknown manufacturer) inadvertently pushed the trunk-ipsilateral leg component up when he was introducing the sheath into the contralateral gate to deploy the contralateral leg component. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices implanted in this patient.